Manufacturer narrative:
Updated adverse event/product problem, patient outcome grid.

Event description:
It has been reported to philips that during cardiac, emily attempted to attach the cardiac defibrillator pads to the shock box. When no rhythm was showing, ems attempted to flip the cord around and replug it in. No rhythm was being displayed. Ems attempted to place on the three lead EKG wires onto the pt to see if a rhythm would then display, and no rhythm would display. Emily asked for assistance in troubleshooting. With shock box (333) attached the display shows no rhythm and advised "check pads." Monitor 8 showed asystole with 4-lead . Pads were reconnected with no changes in error. Hard reboot was attempted, no changes. Pads were replaced, no changes. Kyle grabbed the monitor (9) (2510) and shock box off m473 and had similar issues initially, but he was able to troubleshoot and correct the issue. (2510) and shock box 9 had to be used throughout the remainder of the call. This did happen during patient care and could have negatively affected patient outcome.